Event description:
It was reported that the patient underwent polyethylene exchange due to infection and manipulation under anesthesia.

Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type or activity (low impact vs. High impact) are unknown. The zimmer sterilization vendor processes all implants to meet FDA regulations and (B)(4) standards at a sterility assurance level (sal) of (B)(4). Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.